Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via email that the customer had a few low blood glucose readings down into the 40's mg/dl and around 45 mg/dl recently. Customer doesn't know the cause and thinks maybe it's because she didn't eat enough or soon enough. Customer declined to be transferred to the helpline. Customer's last blood glucose was 131 mg/dl today. Customer stated that the drive support cap is slightly recessed and fine. Customer stated that she forgot to eat both times and it was nothing major.